Manufacturer narrative:
Based on the current information provided, there is no indication or report that davinci product caused or contributed to the incidents. There is insufficient information on the procedure date and thus a system log was not available to be performed. Source: "robotic surgery for bowel endometriosis: a multidisciplinary management of a complex entity" (j.s. Khan, et al, 2024) techniques in coloproctology (2024) 28:31.

Event description:
A review of a clinical literature article that evaluated the operative outcomes that underwent robotic assisted surgeries for bowel endometriosis was conducted and the following complications were mentioned: the retrospective study included sixty-eight patients that underwent robotic assisted surgeries for deep infiltrating endometriosis (die) during (B)(6) 2021 to (B)(6) 2022. The median estimated blood loss of the procedures was 50ml and the median operation time was 150min. There was no conversions to laparoscopic or open surgery. It was mentioned that one patient who underwent deep shaving and suturing had an air leak intraoperatively, and required a diverting ileostomy which was reversed 6 months later. Post-operatively, there were two patients who developed complications. One patient developed a pelvic hematoma requiring a blood transfusion and another patient developed ileus due to pelvic fluid collection requiring drainage. No patients required re-operation and the median hospital stay was 2 days. There was no mention of any device malfunctions occurred during the robotic assisted surgeries.